Manufacturer narrative:
Retainer ring=black. On (B)(6) 2021 customer called in with the following concern: patient states that she has had high bgs for the last few days with readings as high as 540, and caller also was receiving insulin flow blocked alarms. P-cap locked in place properly during testing. Unit was successfully downloaded using (thus software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No insulin flow blocked alarm or unexpected bolus delivery anomalies noted during testing. During download review multiple no delivery alarms were recorded on 10/05/2021 and 10/15/2021. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection no moisture damage on anomalies noted during visual inspection. No physical damage noted during visual inspection. In conclusion, customer concerns are not confirmed and testing of the unit was successful. No unexpected insulin flow block alarms were noted during testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. The blood glucose level of customer was 540mg/dl. Current blood glucose level was 255 mg/dl. It was known that customer was using the insulin pump system within 48 hours of reported high blood glucose event. The insulin pump had insulin flow block alarm. Customer was treated with insulin injections. Auto mode feature was not active at the time of incident. Customer experienced symptoms including nausea, vomiting, urinary track infection. The insulin pump will be returned for analysis.